Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect na for gen.2 (sodium) on a cobas 6000 c (501) module - c501. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a sodium value of 101 mmol/l, which repeated as 142 mmol/l. No adverse events were alleged to have occurred with the patient. The lot number and expiration date of the sodium electrode were asked for, but not provided. The investigation was unable to find a definitive root cause.